Manufacturer narrative:
Two samples of product number 10014881 were submitted for quality notification. The two samples were connected to bd products 1001224-0500 and 11171447. The samples were visually inspected for damages or abnormalities, and none were found. The samples were primed, and leakage was noted at the union between the texium connectors, product 1101224-0500, and a y-site smartsite on product 10014881. The leakage was found coming from the texium product 1001224-0500 and not from the y-site of product 10014881. The leakage of the texium product will be addressed in bd complaint (B)(4). The customer complaint of leakage for product 10014881 was not confirmed. A root cause was determined because the failure was not confirmed on product 10014881. A device history record review for model 10014881 lot number 25039058 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: leaking occurred at texium/smartsite port connection. Patient and employees were not harmed.